Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported on (B)(6) 2014 that the patient was hearing a critical alarm (confirmed the 2 tone alarm every hour) 2 days ago. The only reason the patient heard the critical alarm was because everything in the house was turned off and she barely heard that one. The patient did not hear the non-critical alarm first but the patient was older and their hearing was not best. The patient went their healthcare provider (hcp) on (B)(6) 2014 and they did a reading which confirmed the pump ran out of medication. It was noted that a low reservoir alarm was listed in the pump logs. They gave the patient oral medication and told the patient to come back on the day of report to get the pump filled. The patient reported that the refill appointment was not supposed to be until (B)(6)2014. It was noted that the patient is never given printouts after a refill. The patient reported that there was return of symptoms. About 2 months ago the patient noticed they were not getting as much pain relief coverage. The patient was in pain all the time. The patient thought it was due to the colder weather. The pain came on "rather suddenly." The patient was taking baths, showers, heating pads and over the counter relief (ibuprofen). The patient had a refill done at 10:30 on the day of report. There was not much medication that was withdrawn when the physician went to change the medication compared to what it usually was. The expected residual volume (erv) was 0ml and the actual residual volume (arv) was 1ml. The cause of the discrepancy was unknown. The patient had been home since 11 on the morning of report. The drug was increased to "3.0."the dosage was adjusted to decrease pain. The low reservoir alarm date was (B)(6) 2015 after the adjustment. At the pump fill, the patient reported to the hcp that they were in more pain but never contacted the office. The patient was not having any relief, "about to tear her hair out." The patient's blood pressure was 203 over 115. The patient was in pain and their medical doctor was concerned of a "heart attack." Additional information reported that it was unclear what the cause of the increased pain was from. It was also unclear what the cause of the empty reservoir alarm was. It was later reported that the patient recovered without permanent impairment. The pump system was delivering morphine (15 mg/ml at 3.625 mg/day). Additional information was received on (B)(6) 2015 and indicated that the patient was still having concerns regarding the device or therapy and was working with the doctor or company representative. The alarm was still going off. An appointment was scheduled for (B)(6) 2015. The patient was thinking of having the system removed due to problems with doctors taking care of her because of it.